Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated that on (B)(6) 2017, he passed out a short time before 4:04am and his girlfriend tried to wake him up. The customer woke up for a few minutes, his girlfriend tried to give him orange juice and he dropped it and passed out again. Customer¿s girlfriend called 911. Emts performed a test using the customer's meter at 4:04am and it showed hi, which on the system indicates a result in excess of 600 mg/dl, then performed a test right after that (within 10 minutes) on their professional meter and it showed 35 mg/dl. Medics provided orange juice and cookies and waited a few minutes and performed test on customer¿s meter at 4:24 a.m and it showed 233 mg/dl , repeated the test on the professional meter and it showed 105 mg/dl within ten minutes. No adverse event was reported, meter and strips replaced and requested for return.